Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, a note was left stating the clips did not dispense properly. No pt consequences. Case completed with another device of the same product code.